Event description:
Manufacturer's investigation found the buttons of the spirit insulin pump to be non-functional. No adverse event reported. The device has been returned.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.